Event description:
It was reported that the user tripped and fell at school, causing the ilet touchscreen to fracture, rendering the screen unusable; the user transitioned to backup therapy and will return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related failure consistent with a fractured touchscreen following an external impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial.